Event description:
The correct patient date of birth is (B)(6) 1979, not (B)(6) 2023 as previously reported. Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of device (date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.